Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board and x-ray tube were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the left monitor on the 9800 system went blank. No patient injury was reported.